Event description:
Pt had portacath insertion for oncology purposes (chemotherapy) in 1999. Portacath was functional the first time. It did not function the second time. Pt returned for removal of non-functioning catheter in 2000. X-ray prior to removal found hub separated from catheter. Reservoir removed by surgeon and catheter was removed by radiologist percutaneously, under fluoroscopy, without incident. No adverse effects or outcomes. Pt was discharged in stable condition. A written report will be sent to the MFR (sims deltec) and the catheter will be sent to them upon receipt of a signed release form. An FDA report has been completed, the MFR will be notified and a report has been sent to ecri user experience network. A copy of these reports will also be sent to the MFR. Device purchased in 1999.